Event description:
It was reported that the patient had passed away. The patient¿s dad felt that the ventilator was not delivering any kind of breath. When the ventilator was placed on a test lung, the lung was not inflating and was showing signs of a leak. He stated the water trap on the circuit was incorrectly threaded/assembled. The ventilator had low min volume alarms.

Manufacturer narrative:
The alarm codes found in the event trace all fall into what are considered non-critical alarms. These alarms are considered to be typical alarms that normally occur during patient ventilation. The incidence counts for these alarms appear to be consistent with the usage time for the particular power-on/power-off sequence. The date of the reported incident was in the overnight hours between (B)(6) 2013. The event trace indicates this operational period started on (B)(6) 2013, at 07:16 pm and ended on (B)(6) 2013, at 06:13 am. The event trace revealed the ventilator issued a low minute volume alarm condition 69 seconds prior to being properly powered down. This entry has no associated alarm clear entry. The ventilator issued a low pressure alarm condition 12 seconds prior to being properly powered down. This entry has no associated alarm clear entry.